Event description:
Patient experienced subacute thrombosis 1 hour after being discharged from the hosp. This was treated with aspiration thrombectomy and balloon inflations. The products are still implanted and will not be returned for analysis. This pt with a past medical history of angina and rheumatoid arthritis, was admitted to the hosp with a chief complaint of unstable angina. The pt was currently taking aspirin and ticlid. The pt was given a bolus of 10,000 units of heparin pre-procedure. The pt was taken electively to the cardiac cath lab, where angiography revealed lesion in the mid-lad, distal-lad, and the first obtuse marginal branch. The mid and distal lad lesions were eccentric and non-calcified. The distal lad was said to be tortuous and flexion. A bolus of 10,000 units of heparin was administered via IV. Act's were not measured. There were no difficulties in accessing or wiring the vessel noted. The distal lad lesion was predilated with a 2.5 x20mm balloon inflated to 8 atms. A 3.0 x 28mm cypher stent was deployed to 12 atms with satisfactory results. The stent was post-dilated with 20. X 20mm balloon inflated to 16 atms. Residual stenosis was reported to be 0%; although ivus was not conducted. Then, the mid lad lesion was predilated with a 2.5 x 20mm balloon inflated to 8 atms. A 2.5 x 23mm cypher stent was deployed to 12 atms with satisfying results. The stent was post-dilated with a 2.5 x 20mm balloon inflated to 18 ams. Residual stenosis was reported to be 0%, although ivus was not conducted. Finally, the om1 lesion was directly stented with a 2.5 x 18mm cypher stent, deployed to 16 atms with satisfying results. The stent was postdilated with a 2.5 x 15mm appollo balloon inflated to 18 atms. The residual stenosis was reported to be 0%, although ivus was not conducted. An additional 10,000units of heparin was administered post-procedure. The pt was discharged from the hosp two days later; however, within one hour of discharge, the pt experienced chest pain and returned to the hosp. Repeat angiography demonstrated the presence of thrombus in all three of the cypher stents. This was treated with aspiration thrombectomy, balloon inflations and IV monteplase (thrombolytic) administration. The pt is currently still hospitalized at the time of report.